Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower and auxiliary units were not detected on the bus due to a board fault in the main station. A field service engineer (fse) disconnected the tower and auxiliary units and identified that matrix drawer five and six in the device pulling station were down. The fse replaced the drawer controller board on the main station. There was no defect on the tower and auxiliary device. The system functioned as intended after the field service engineer repaired the device.